Event description:
It was reported that this pacemaker was found to be in safety mode. Subsequently this device was explanted and replaced. This pacemaker has not been received for investigation. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker was found to be in safety mode. Subsequently this device was explanted and replaced. This pacemaker has not been received for investigation. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction fields: d6b: explant date.